Event description:
It was reported to nova biomedical that a consumer received a results of 2.2 mmol (40 mg/dl) on their blood glucose meter. The parent of the consumer did not feel that was an accurate result and performed another test on a different blood glucose meter getting a result of 13.3 mmol (241 mg/dl). The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.